Event description:
It was reported, that this right atrial (ra) lead exhibited intermittent spikes in pacing impedances. However, measurements were all within range. The plan is to bring the patient in to be evaluated. At this time, the lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).